Manufacturer narrative:
The pump was received with a blank display. Unable to perform sleep current test, active current test and self-test due to blank display anomaly. Unit was able to download history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 5.0 received the low battery alert (104) on 09/13/2025 06:57:00 faster than expected at 1.33 days. Battery cycle 4.0 received the low battery alert (104) on 09/11/2025 13:22:00 faster than expected at 2.77 days. Battery cycle 3.0 received the low battery alert (104) on 09/08/2025 02:33:00 after more than 7 days at 17.32 days. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The following were noted during visual inspection: cracked battery tube threads, fading serial number label, cracked keypad overlay at select button, broken belt clip rails, missing display window cover and cracked case at battery tube side. Blank display anomaly confirmed during analysis due to moisture damage. Exposed to moisture damage confirmed. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit confirm damage at battery tube side and belt clip area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, blank display due to moisture and pump was not turning on. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Found the damage on belt clip rail, battery tube side and it was affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device.